Event description:
During assembly for a procedure, it was reported that the angle nut of the universal handpiece was missing. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During device evaluation, the reported event of the angle nut being missing was confirmed. The device was discarded by the manufacturer following evaluation as it was not able to be repaired.

Event description:
During assembly for a procedure, it was reported that the angle nut of the universal handpiece was missing. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.